Event description:
The reporter stated that the surgeon was inserting a cc4204bf single piece collamer lens into the pt's eye and the lens tore. The lens was removed & replaced with another model lens with no pt injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens has one plate haptic torn off and is missing. There is clear and reddish surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.